Manufacturer narrative:
Should have been (B)(6) 2017.

Event description:
A report was received that the patient was having difficulty aligning and charging the ipg due to the battery sitting on its side. The patient will undergo a revision procedure to relocate the ipg.

Event description:
A report was received that the patient was having difficulty aligning and charging the ipg due to the battery sitting on its side. The patient will undergo a revision procedure to relocate the ipg.

Manufacturer narrative:
Additional information was received that the patient has gained weight and the battery keeps flipping. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty aligning and charging the ipg due to the battery sitting on its side. The patient will undergo a revision procedure to relocate the ipg.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having difficulty aligning and charging the ipg due to the battery sitting on its side. The patient will undergo a revision procedure to relocate the ipg.